Event description:
(B) (4). The index procedure in (B) (6) 2004 treated the target lesion located in the mid right coronary artery (rca) with 3.5mm reference vessel diameter, 22mm length, 80% diameter stenosis and timi flow 3. The target lesion was pre-dilated with a non-bsc balloon with 0% diameter stenosis (ds) after dilation and the study stent was implanted. No complications were reported. Angiography post-procedure showed stenosis was 0% and timi 3 (core lab post-data = 21% ds and timi = 3). The patient had a one-month follow up in (B) (6) 2004 and stable angina was reported. Epitaxis was also reported and resolved after the asa dose was decreased. The patient had a four-month follow up in (B) (6) 2004 and no angina was reported but midscapular pain requiring hospitalization occurred and was felt to be musculoskeletal in nature and resolved without residual effects. At the one-year and two-year follow ups, no angina and/or events were reported. At the three-year follow up pneumonia was reported which required medications and hospitalization and resolved with no residual effects. At the four-year follow up in (B) (6) 2008 angina pectoris, atypical chest pain, was reported and required hospitalization and medication therapy. The event was not related to the study stent. At the five-year follow up in (B) (6) 2009 angina pectoris was reported and required overnight hospitalization and medication therapy. No diagnostic exams were performed for this event. The event resolved with no residual effects.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. A review of the manufacturing documentation for this batch found no anomalies or deviations during the manufacture of this batch. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B) (4): device not returned for analysis.